Manufacturer narrative:
Alleged failure: failed integrity test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.